Event description:
Received a report from a consumer informing company they sought a medical examination after experiencing discomfort from a tampon applicator during insertion of a tampon. They believed the applicatior they used was sharp and though it may have cut them. Consumer indicated they was treated by their physician without further incident.